Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly. Upon completion of other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio to request service on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that a service indicator was present, along with an event code in the device's memory which indicated that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically leaky capacitor, designator c160.